Event description:
It was reported that during a procedure of the mildly calcified, de novo, internal carotid artery below the bifurcation, the emboshield nav6 embolic protection device (epd) was placed and the 8 x 6-40 mm xact stent delivery system (sds) was opened for use when it was noted that the outer sheath of the stent was retracted and the stent was partially expanded. The device was not used. A second 8 x 6-40 mm stent was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.